Event description:
Harmonic ace tested fine, worked for about 4 mins. Then it started to beep "relax grip" dr removed from pt, relaxed grip and then returned to use. This happened 3-4 times then the last time the machine stated the instrument was out of pt when it was not and it would not even test. The machine stated "error". Opened a new handpiece and it worked without issue.